Event description:
Clinic personnel responded to a pt described as in tachycardia. According to the reporter, when the device was powered up, the device crt displayed excessive artifact and would not display the patient's ECG. The patient was transported to a hospital and no adverse affects to the patient were reported as a result of the alleged malfunction.